Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the patient suddenly moved and then coughed. As a result, fluid was observed at the uterus and the small parts of the buttock's were blistered. Clinical follow up information revealed that a tenaculum was used to maintain a cervical seal and a tenaculum stabilizer was also used, the burn was categorized as "2nd degree", a fluid loss alarm was generated at 10 cc's, burns were both internal and external and burns were treated with lidocaine and silvadene cream. There were no further patient complications and the patient's condition at the conclusion of the procedure was reported to be "ok". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.